Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during basal. Customer's blood glucose at time of incident was 15mmol/l. The customer had to take insulin injection for high blood glucose. The customer was advised to disconnect and reconnect reservoir, secure connection. The customer was advised to manual push with plunger correct and insulin exit easy. The customer manual prime fail and pump alarm after 4 units. The customer reported also has problem with alarm no delivery last few days. The customer was advised that pump replacement is needed and we will send 6 sets replacement.